Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a manufacturing review could not be conducted as the investigation lot number is unknown. Visual inspection: unable to perform a visual inspection as the device was not returned. Functional/performance evaluation: unable to perform a functional/performance evaluation as the device was not returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images and photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned, images were not provided and medical records were not provided; therefore, the complaint investigation is inconclusive for unable to retrieve the filter. Note, it was reported by the user that the filter was very secure in the ivc and could not be removed as it was embedded in the ivc wall. As such, the root cause for the removal difficulties is most likely the embedded limbs in the ivc wall. Labeling review: the current IFU (instructions for use) states: warnings: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Additionally, specific instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that approximately one year after a vena cava filter was implanted, the filter could not be removed as the limbs were embedded in the ivc wall. Blood clot was noted in the ivc, as well as bilateral dvt. There was no report of clot above the filter. There was no known impact or consequence to patient.